Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
D10: concomitants: 2950504 180-01-56 - nv crown cup clstr hole 56mm group 3, 3691128 188-00-09 - wedge plasma s/o sz 9, 3708422 180-65-25 - alteon 6.5mm screw, 25mm, 3958609 170-36-00 - biolox delta femoral head 36mm od, +0mm, pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2015. Approximately 7 years and 6 months after the initial procedure the patient had a right hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: failed right total hip. Severe polyethylene wear with signs of oxidation, pitting and delamination present. Extensive soft tissue damage to the surrounding hip soft tissues. Patient was reversed from anesthesia and move onto the hospital bed without difficulty. Patient was taken to pacu in stable condition.